Event description:
It was reported that during a coronary stent procedure involving a calcified and 99% stenotic lesion in the middle portion of a very tortuous rca, the physician was unable to cross the lesion due to the tortuosity of the vessel. While retracting the delivery/stent device back into the guide catheter, the stent dislodged. The stent was successfully retrieved with a snare. Another device was used to successfully complete the procedure. No patient injuries or complications were reported.